Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields b5, d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Since the subject device was discarded and not returned to legal manufacturer, the reported event cannot be confirmed neither the condition of the device. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the middle of a lithotripsy therapeutic procedure, which was completed by using another laser fiber, after a 10 minute delay to change fibers.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the powered laser surgical instrument had a hot "burning" smell coming from the fiber. There were no reports of patient harm.